Event description:
During remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. Isometric testing was performed; the myopotentials were not reproduced. The patient was stable.